Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable / add gel messages) was confirmed. Upon evaluation, the electrode belt failed the therapy electrode (te) recognition test. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrodes was pulled from the dn strain relief, damaging internal wires. The cause of the test failure and add gel messages is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing 'add gel' messages without prior gel release and that there was a damaged cable on the electrode belt.